Event description:
Patient reported their dentist recommended they cease treatment. Patient was requested to provided a letter of recommendation. Letter of recommendation was provided in which the dentist states following clinical review and diagnostic evaluation it was determined that the patient presents with a severe overjet along with severe crowding on upper and lower arches. It is recommended an immediate cessation of all treatment plan. The patient should be referred to a qualified in person orthodontic provider for comprehensive eval and corrective treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.